Manufacturer narrative:
One fogarty embolectomy catheter was received by our product evaluation laboratory for a full evaluation. The report of balloon burst was confirmed. As received, the balloon was found to be ruptured at the central area. The edges of latex did not appear to match at the ruptured region. Through lumen was patent without any leakage or occlusion. No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the device manufacturing, the manufactured units go through a balloon inflation process. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics unable to be obtained.

Event description:
As reported, during procedure with this fogarty embolectomy catheter, the balloon burst. There is no allegation of patient injury. The device was received for evaluation and the edges of latex did not appear to match up. Patient demographics unable to be obtained.